Event description:
The patient underwent a thrombectomy procedure in the right m2 using the penumbra system. The patient was administered 2,401.2 units of intravenous tissue plasminogen activator (t-pa). A launcher guide catheter was advanced followed by the reperfusion catheter 041 and aspiration was performed using the reperfusion catheter 041 and separator 041. Subsequently, a reperfusion catheter 032 and separator 032 were used for 48 minutes. During the procedure, the patient developed strong stenosis in the internal carotid artery (ica) caused by angiospasm. The physician then administered 3,000 units of heparin. After the operation, the patient developed occlusion in the posterior trunk, which moved from the target vessel. The patient underwent craniotomy for decompression. Approximately two months later the patient left the hospital. Physician's comment: during the operation, the clot in the target vessel migrated to the posterior trunk and caused occlusion. The angiospasm occurred while the penumbra system was being inserted. The relationship between the events and the penumbra system is unknown.

Manufacturer narrative:
Conclusion: vessel spasm and distal emboli are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported events were anticipated procedural complications. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00549, 00550, and 00552. Device was disposed of by the hospital.